Manufacturer narrative:
Reported event of stretched helix was confirmed. A visual inspection noted the outer helix length was out of performance specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed and the device exhibited normal device characteristics with no anomalies. Additionally, a longevity assessment was performed and device was within the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the ventricular device became stretched during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition. An echocardiogram was performed and revealed no consequences to the patient.